Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks for fast atrial fibrillation over six months. A remote monitoring alert was triggered for the initial shock; however, the patient was not brought into the clinic to clear the alert. The clinician wished alerts would have been triggered for the additional shocks. The device remains in use. No further patient complications have been reported as a result of this event.